Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted.

Event description:
It was reported that during the initial placement of the fecal management system, the retention balloon leaked during inflation. The device was immediately removed and replaced with a new device. There was no adverse effect to the patient as a result of the product issue.

Manufacturer narrative:
On (B)(6) 2015, it was discovered the device manufacture date was omitted from the initial MDR (MFR# 1049092-2015-00640) submitted on (B)(6) 2015. The batch history records were reviewed by the third party manufacturer. No discrepancies or non-conformances were noted. In addition, four retention samples were examined and no defects found. The appearance of the balloon/inflation port, catheter body, and valve function were normal. A complaint simulation test was performed using both water and air on eight units selected from across eight lots, including one unit from the reported lot (lot 15fm0201). No blocking, leakage, or breakage of the white inflation port was noted during the balloon inflation process. No previous investigations were identified. After the detailed batch review and the retention sample evaluation, no discrepancies were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. (B)(4).